Manufacturer narrative:
(B)(4). One sealed package was received in good condition with no sales unit carton. Package had visible hair inside the package and it was across the path of the seal causing a break in the sterile barrier of the package. Foreign matter complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, it was found before opening the package that a hair was stuck between the sealing parts of the package. Besides, a hair was found inside the sealed package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.